Event description:
It was reported that cadd solis vip pump is under infusing, out of box failure.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No device problem was found. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue found during bench test.